Event description:
Medtronic received information that during a transcatheter ao1tic valve implantation (ta vi) implant there was failure of the perclose device, leading to only a partial closure of the femoral access site, resulting in a hematoma at the access site. A blood transfusion and additional pressure was applied, and a follow-up groin ultrasound did not indicate any false aneurism. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)